Event description:
It was reported that the bd alaris smartsite needle-free valve was unable to flush/prime valve. The following information was provided by the initial reporter: unable to flush/prime valve.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-feb-2023. Investigation summary: 1 samples for model # 2000e, lot # 22086055 was returned for quality investigation. It was reported by the customer "priming valve to change on patient PICC line". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd 10 ml syringe tip to see if a fluid flow path can be observed while the piston is in the activated position. A fluid path was not observed in the sample while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with water and the set was attempted to be flushed. The set was not able to be flushed. The issue could be replicated. Quality notification sent to quality engineer with the sample . Email response received as this samples pass the flow test. A device history record review for model 2000e and lot number 22086055 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 01-jan-2023. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris smartsite needle-free valve was unable to flush/prime valve. The following information was provided by the initial reporter: unable to flush/prime valve.